Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 25, 2023 microbe name: micrococcaceae, champignons filamenteux amounts of bacteria: 3 cfu/endoscope position detected: operator channel. Microbe name: micrococcaceae amounts of bacteria: 2 cfu/endoscope amounts of bacteria: water jet channel. Microbe name: bacillaceae amounts of bacteria:1 cfu/endoscope amounts of bacteria: distal end. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide cover lens - cracked - suction cylinder - scratched - air/water separator - scratched - angulation - less or specified value - channel mount - scratched - mouthpiece - scratched - air/water connector - water leakage - biopsy channel - deformed - probe unit ¿ defective - bending section rubber glue - separated - distal end - deformed however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that damage to the air/water connector and light guide cover affected cleaning performance. As a result of confirming contents of instruction manual of gf-uct180, following sections describe reprocessing method. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information (manufacture date); update h4, h10.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The customer provided the cleaning, disinfection, and sterilization (cds) process. The customer used an olympus automated endoscope reprocessor (aer)/endoscope washer disinfector (ewd) and there were no defects. The detergent used was endodet and the disinfectant used was endodis. All the channels were connected with tubes when the endoscope was setting up into the aer/ewd and the concentration and expiration of the disinfectant was controlled. The water quality of the rinse water was controlled (water filter) and the filter was replaced periodically in accordance with instructions for use (IFU). The device was dried by wiping with a sterile paper and stored in a simple cabinet. There was no patient infection. Additional information received indicated that the scope was not used while waiting on the culture results. The scope was reprocessed once before sampling with the last reprocessing date being 14sep2023. The sample was taken immediately after reprocessing or storage (customer was not clear). The storage environment was sterile. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing the evis exera ii ultrasound gastrovideoscope tested positive for 1 colony forming unit (cfu) of mold at the distal end. All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.